Event description:
It was reported that an asymptomatic patient presented for a follow up in clinic. The patient's right atrial (ra) lead noise exhibited noise resulting in automatic mode switch (ams). Programming changes were made. The patient was stable.